Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the introducer had a small flaw on the dark grey outer covering on the introducer. The reporter opened a new micro introducer kit and use a new introducer that went it smoothly.